Event description:
At 055 on 11/11/93 after the nurse had lifted the patient for a chest xray, there was blood noticed in the tubing. The balloon pump did alarm a high gas leak alarm. The physician decided to leave the balloon in for a few hours. At 0730 the balloon was surgically removed by the physician. Upon further examination it was noted that there was a hole in the bottom third of the balloon. A replacement balloon was inserted in the patient after removal of the defective balloon.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, telemetry failure, inherent risk of procedure, balloon. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.